Manufacturer narrative:
A field service engineer (fse) was dispatched.. The fse replaced the na electrode, k electrode tip and carbon bridge. The failure mode is unknown. Multiple parts were replaced, any of which could have caused or contributed to the event. The manufacturer reference number for this event is (B)(4).

Event description:
A customer reported their the dxc 600p analyzer generated a false low na (sodium) result of 137 mmol/l for 1 patient sample. The result was reported out of the lab. When the next sample suppressed (no result generated), the system was recalibrated and this sample repeated. Only na was erroneous. The report was amended to 142 mmol/l. The customer also reported potassium (k) drift errors (results are suppressed / not generated).